Event description:
User received incorrect ise results for two pt samples. The results for one pt were discrepant. Initial sodium result gave 128; repeated four times giving 136, 134, 134, and 135 mmol per l. The sodium result of 136 mmol per l was reported. No erroneous results were reported, and pts not adversely affected. The field service representative was unable to determine a cause. He checked tubing, fittings and pump which were all okay. Ise performance and check cassette were run to verify analyzer performance.